Event description:
It was reported to philips that during fluoroscopy the system's generator restarted sporadically, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.